Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had abnormal door gap. There was no patient involvement.

Event description:
It was reported that the device had abnormal door gap. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, c, d and g codes.

Event description:
It was reported that the device had abnormal door gap. There was no patient involvement.

Manufacturer narrative:
Omit : a0206 - device misassembled during manufacturing / shipping (2912), c1601 - assembly problem identified, d03 - cause traced to manufacturing, g0405211 - retainer.

Event description:
It was reported that the device had abnormal door gap. There was no patient involvement.